Event description:
I was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stenosis due to pancreatic cancer. The stenosis was located from the first to second part of the duodenum and the patient anatomy was noted to be "bent" in the target area. The stenosis was approximately 5cm in length. During the procedure, the stent system was positioned at the stenosis. However, the physician encountered strong resistance when attempting to deploy the stent and the distal handle detached from the outer sheath. The stent system was removed from the patient and the physician injected olive oil into the endoscope channel to reduce resistance. The stent system was reinserted into the patient. However, the stent again failed to deploy at all from the delivery system. The procedure was completed with a wallflex enteral duodenal stent system of a different size. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which found that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 260mm from the handle break. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.